Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. A) the customer explained to the fse that the burning odor was emanating from the card cage area. B) the fse brushed off dust from the cards in the card cage; no burnt components were found. C) the power cord was plugged in by fse into the uninterruptible power supply (ups) and ups fault codes occurred. D) the customer was advised by the fse that the burning odor likely came from the ups located on the right side of the instrument and odor was sucked in by the reagent side instrument fan which flows up through the card cage. Repairs were verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a burning odor coming from the synchron cx9 alx clinical system. The customer was advised by customer technical support (cts) to disconnect the power to the instrument. The customer did not observe smoke coming from the instrument. No injury or operator exposure was reported.